Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test or verify possible over delivery anomaly due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 43 mg/dl at the time of the incident and was treated with orange juice. The customer¿s other blood glucose value was 67 mg/dl. The customer was drinking orange juice and eating food to treat low blood glucose while doing the troubleshooting. The customer reported that customer stated that the insulin pump was continuously delivering insulin. The customer stated patient has been experiencing low blood glucose for 3-4 months now. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer alleged that the insulin pump was over delivering as the insulin pump kept on delivering insulin. The drive support cap appeared to be normal or slightly indented. The customer was disconnected during the rewind or prime sequence. The customer stated that they had a back-up plan available. The device will be returned for analysis.